Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the available information, we could not determine the clinical root cause of the event. A procedural variation may have contributed, but there is no indication of a device malfunction. X-ray imaging confirmed that a fragment of the drill is embedded in the bone. The device instructions recommend visual inspection for any damage or wear. The twist drill is made of stainless steel and is not approved for implantation, so long-term implant data are not available. Migration is unlikely because the fragment remains securely embedded in the bone. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an anthem tka surgery, the twist drill 3.2mm broke off. The drill fragment was left inside the patient. It is unknown how the procedure was completed, and if there was any delay.